Event description:
The patient suddenly lost access to sound while playing. The diagnostic image shows the electrode position unchanged.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the received information, the patient lost access to sound while playing however, no technical failure could be detected. Telemetry shows an implant working within specification. The diagnostic image shows the electrode position unchanged and. According to most recent information, the patient is hearing again. An explanation for the initially reported problem cannot be determined, but the reasons seem to be device unrelated. No problem persists with the device, which remains implanted and in use. This is a final report.

Event description:
The patient suddenly lost access to sound while playing. The diagnostic image shows the electrode position unchanged. Information received on july 24, 2015 states that thee patient has again access to sound with cl. There is no problem.